Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate oversensing was observed due to high capture threshold during follow-up in clinic. Programming changes were made, and no oversensing was seen. No complications were reported, and patient was stable.